Event description:
Device 1 of 2. Manufacturer reference number: 3006705815-2019-01653.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01653. It was reported that the patient was experiencing uncomfortable stimulation, which the patient described as tingling/pain. Diagnostics indicated non anomalies with respect to impedance values. Reprogramming was unable to resolve the issue. Imaging showed that the patient's leads had migrated. Surgical intervention may take place at a later date.